Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer reported that the threshold suspend was triggered when blood glucose was 159 mg/dl and sensor glucose was 71 mg/dl, also when blood glucose was 171 mg/dl and sensor glucose was 40 mg/dl and blood glucose was 207 mg/dl and sensor glucose was 69 mg/dl. The sensor will not be returned for analysis.